Manufacturer narrative:
No unexpected alarms noted during testing. Insulin pump passed error test and self-test. However, insulin pump had multiple alarms in the alarm history screen. Insulin pump alarmed due to corrupted history file. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
It was reported that the customer's insulin pump was alarming with error messages, including unexpected restart. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.